Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that the patient developed an allergic reaction irritation that was red and inflamed under the therapy electrodes. The patient's physician prescribed "anit itch" try calm cream and benadryl and the irritation healed.